Event description:
Related manufacturer reference number: 1627487-2022-00381, 1627487-2022-00382, and 1627487-2022-00383. It was reported that the patient was not getting adequate therapy. X-ray confirmed that the l1 lead migrated, and the s2 lead was fractured. As a result, surgical intervention occurred on (B)(6) 2022 and the leads were explanted and replaced. The patient has effective therapy post operatively. It is unknown which l1 lead had migrated and which s2 lead fractured, so all leads are being reported.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.